Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported via device tracking form "rupture" device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick and more than three openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is:a sharp edge opening in the shell with nick in the side radius assessed as surgical impact opening. More than three openings striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side exchange from textured to smooth. Healthcare professional additionally reported via device tracking form "rupture" device has been explanted. .